Event description:
Customer reported pt was admitted to the hosp based on device results. Customer's device = in the 100s mg/dl and hospital device = in the 200s mg/dl. Customer's insulin was adjusted and they are still being monitored. Controls were in range. A request was made for return product and replacement product was sent.